Event description:
The lay user/pt contacted lifescan on july 21, 2007 and alleged that the casing on his one touch ultra meter was cracked/broken. The pt reported dropping the meter in 2007. This is when the meter casing broke and the pt discarded the meter. Three days later, at 6:00pm, the paramedics were called because the pt developed symptoms of vomiting, thirsty, headache, dizziness, and shakiness. The pt had just returned from dialysis. It was reported that the pt was given an unk amount of insulin by the paramedics and he felt better. His blood glucose result was 485 mg/dl. This complaint is reported because the meter was dropped and the casing was cracked/broken three days prior to the pt developing symptoms of hyperglycemia. The pt was treated by the paramedics with insulin. Replacement products were sent to the lay user/pt.